Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. Upon sensor pod removal on the same day the sensor was inserted, the patient alleged that the sensor wire broke from the sensor pod and remained in the skin causing pain in her arm. On (B)(6) 2025, the patient went to the emergency department and had an x-ray and ultrasound, which showed the sensor wire was retained under the skin. The health care provider attempted to remove the wire by numbing (unspecified route) the area and making an incision with a scalpel but was unsuccessful in retrieving it. The method used to close the incision was not provided. The patient was discharged home with a prescription for an oral antibiotic medication (amoxicillin clavulanate 875-125 mg tablets every 12 hours). At the time of the report, she mentioned experiencing continued pain and plans to return to the ER. Moreover, she has an appointment scheduled with a surgeon for (B)(6) 2025. On (B)(6) 2025, follow up contact was made with the patient to verify her status, and she stated that she will require a CT scan on (B)(6) 2025, and then possibly, by the end of (B)(6) 2025 or the 1st or 2nd week of september, she will have another surgery. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.